Event description:
Pt with proliferative diabetic retinopathy with a nonclearing vitreous hemorrhage in their left eye. Pt was taken to surgery. They received a retrobulbar block. The eye underwent appropriate prepping and draping. The conjunctiva was marked. Two gauge trocar were placed at 2 and 10 o'clock. The light pip and microvit were inserted. A core vitrectomy was performed. Following this the microvit was used to trim the vitreous out into the mid periphery and along the inferior periphery. While doing this, it became apparent that there was a tear present at 6 o'clock. This tear extended all the way to 3 o'clock while trying to trim the peripheral vitreous. For this reason it was felt that a scleral buckle should be placed. The physician performed pars plana vitrectomy with scleral buckle and laser gas fluid exchange in the left eye.